Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level and temporarily loss consciousness. Glucose tablets were administered to customer to treat low bg level. After treatment, customer reports a bg of 74 (mg/dl). Reportedly, the customer consulted their health care provider who adjusted pump settings following the reported event.